Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported " capsular fibrosis diagnosed locally with severe permanent pain in both breasts... Baker iii on right". The following events are deemed not related to the device:"systematic with whole-body pain, exhaustion, muscle pain, brain fog, muscle cramps, concentration disorders, forgetfulness, sweating, breathing difficulties, permanent fatigue reinfection ebv and again whistling glandular fever, sleep disorders, me/cfs until today. New allergies such as relapsing dishydrosis eczema on both hands, food intolerance and dentistry. Materials (pzr triggers new allergies), conjunctivitis, chronic sinusitis, permanent sinusitis, permanently increased eosinophils, increased inflammation markers, incipient tinnitus, night sweats, discomforts/tingling hands and feet, palpitations, night sweats, shoulder girdle pain, cell activation, blood values ige, crp, eos (as well as cd19, il2) increased. Persistent flu feeling, subfebrile temperatures, chills, body aches, hair loss, new headaches, noticeably altered liver in sonography, joint pain, polyneuropathies/sensory disorders in extremities, neck-shoulder-arm syndrome, suddenly hay fever - allergic rhinitis (acute), since then frequent sneezing attacks and nasal congestion, chronic sinus infections, dry flaky skin all over the body, heart stumbling, word-finding disorders". This record relates to right side. Device has been explanted.